Event description:
Product analysis was completed and approved for the returned handheld on (B)(4) 2015. An analysis was performed on the returned handheld and during the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Analysis on the software was completed and approved on (B)(4) 2015. An analysis was performed on the returned vns flashcard and no anomalies associated with the vns flashcard software or databases were identified during the flashcard analysis. The vns flashcard and software performed according to functional specifications.

Manufacturer narrative:
Report source, corrected data: initial MDR inadvertently did not list all the sources (foreign).

Event description:
The handheld and software were received for analysis on 09/21/2015. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the touch screen is not working on the hand held device and the device needs to be replaced. The event occurred on (B)(6) 2015. The device is expected to be returned for analysis but has not been received to date.